Manufacturer narrative:
Continuation of d10: product ID ev240152 lot# serial# (B)(6) implanted:(B)(6) 2025 explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the extravascular implantable cardioverter defibrillator (ev-ICD) initial defibrillation threshold testing (dft) had failed at 30 joules (j). The pocket position was changed three times. The third pocket position yielded two consecutive successful dfts at 30j. However, the physician wanted to complete repeat dfts at a later date. Two months later, repeat dfts were performed and unsuccessful. The physician had concerns related to the lack of safety margin. The patient was hospitalized as a result. The device remains in use. No patient complications have been reported as a result of this event.